Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Product development evaluation of the event did not determine that the devices contributed to the complaint event; the complaint cannot be replicated with the returned device. The cable design including cross section analysis was reviewed and determined to meet the intended use.

Manufacturer narrative:
Expiration date: a review of the device history records for manufacturing revealed no complaint related issues. The product conformed to all requirements.

Event description:
Patient underwent initial procedure approximately 6 months ago to repair a femur fracture. Postoperatively, date unknown, the patient knelt down and heard a pop. The patient was returned to the operating room on (B)(6) 2012. Delayed union (partial calcification had occurred) was noted and 1 broken cable was discovered. All hardware was explanted and the patient was revised to two new plates. This report is #2 of 12 for the same event.